Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately one year post implant the patient had imminent perforation/erosion of the implantable cardioverter defibrillator (ICD) in the region of the pocket. The patient had pain in the area/region of device pocket and bluish skin discoloration. The ICD pocket was revised and the device remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.